Event description:
It was reported that this device was explanted due to an unspecified reason. No additional adverse patient effects were reported. Should the device be returned this investigation will be updated.

Event description:
It was reported that this device was explanted due to an unspecified reason. No additional adverse patient effects were reported. Should the device be returned this investigation will be updated. Additional information noted that the revision took place due to ongoing pain at the original device site. The device was moved to a submuscular site.